Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose readings are over 600 mg/dl. Nothing further reported.